Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.

Event description:
Boston scientific received info that elevated threshold measurements have been observed since implant with this dextrus right ventricular lead. Currently, no capture can be obtained despite maximum device outputs and the x-ray revealed the lead has dislodged. The pt has an escape rhythm of 25 bpm. An emergency procedure was performed to revise the lead. According to our resources, the lead remains actively implanted and no other adverse events have been reported. This issue will be re-evaluated if add'l info is received.